Event description:
Senseonics was made aware of an incident where the previous sensor could not be removed during initially scheduled removal appointment on (B)(6) 2024 at 4 pm. The sensor was inserted in right upper arm. The sensor was palpable and an incision was made but then hcp could not find the sensor. No ultrasound could be used. The sensor was then surgically removed on (B)(6) 2024 during another removal attempt.

Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". For this incident, the sensor (sn (B)(6)) could not be removed during initially planned removal attempt. The sensor was palpable and was localized using the transmitter, but when the incision was made, it could not be located and the removal was unsuccessful. The patient had planned for a vacation for a week and during this time, the hcp referred to a surgeon for sensor removal. The patient visited the surgeon on 04 november 2024 who used x-ray to locate the sensor and removed it successfully. This incident does not require any further investigation.